Event description:
Product analysis was performed for the explanted generator in which no anomalies were identified. No other relevant information has been received to date.

Manufacturer narrative:
D9. Device available for evaluation? Corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that the explanted generator was received by the manufacturer. No other relevant information has been received to date.

Event description:
It was reported patient was replaced prophylactically, the new generator implanted was showing high impedance. The generator pin was wiped the pin clean, suction of the header cavity, backing the set screw out and reinserting pin with screwdriver inserted and visually inspecting the lead pin tip passing the header block. Despite this troubleshooting, high impedance was still seen on the new generator. The old generator was re-connected, this tested with good impedance. Another generator was used as a result. This generator tested okay. The implanted and explanted (same day) generator will be returned to (B)(6). Tablet data was reviewed from the day of surgery. No generator malfunction was identified. The likely cause come down to improper diagnostic testing occurring. This has not been verified to date and further investigation is required. A basic interrogation was then performed and impedance was still high. The session had never been exited after this interrogation, and high impedance was being tested upon every in session interrogation that occurred (which is expected). It is likely that after the pin re-insertion troubleshooting, impedance was not recorded correctly as the session was never exited; which did not allow for an accurate impedance value to be recorded. No other relevant information has been received to date. The explanted generator has not been received to date. The lead remains implanted in the patient.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was determined that lead issues were ruled out in pre op and post op diagnostics. After pa confirmed no device issue and decoder results, it should have been concluded only basic interrogations being performed caused the high impedance. No system diagnostics were performed, therefore the interrogation was likely pulling impedance seen prior to implant. No other relevant information has been received to date.

Manufacturer narrative:
B5: describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission d1-d6: product information; ; corrected information ; initial MDR inadvertently omitted information known prior to submission.